Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that we were able to save a mediport needle from a patient today. The patient was ordered for a scan which required a high rate (4) and the tech notified the nurse that the scan was of poor quality due to the injection. The nurse checked the patients mediport and no issues were found. The machine did not turn off but the quality of the scan was poor due to the rate of the injection. The injector did not malfunction and was working properly. No issues when they use a lower flow rate of around 2.5 ml per second. The problem is occurring when they use a flow rate of around 4ml per second.